Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise and oversensing was noted on right ventricular lead during the routine follow up in clinic. There was no adverse consequence due to oversensing of noise. Lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.